Event description:
Customer reporting discordant flu a result for 1 patient. Customer states the patient read positive 3 times and read negative 2 times. Patient went to urgent care and tested positive for flu a. Report 2 of 5

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: email